Event description:
It was reported that the lost to follow up patient presented for an unrelated medical reason. Upon review, the implantable cardioverter defibrillator could not be interrogated. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.